Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d), the physician had difficulty inserting the terminal pin of the lead into the port. The lead was able to be inserted and it was successfully implanted with the crt-d. No adverse patient effects were reported.